Event description:
Pt reported that their back to back test readings obtained on their ss meter were 82 and 128 mg/dl (44% difference). Tests were done within 10 minutes of each other using separate finger sticks. Control solution test reading was in range. No symptoms were reported. The meter was replaced (by ultra). Lfs representative reviewed qc procedures for the ultra meter. There was no allegation of harm.